Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was failed to open and required maintenance. Customer tried to reboot and recover the storage space, but the issue persisted.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer (fse) observed that the drawer produced a clicking sound during recovery attempts. The fse accessed the storage configuration, manually opened the drawer without resistance, performed multiple open tests to confirm smooth operation, then shut down the pyxis system, accessed the rear of drawer 5 full height, and reseated the open and close sensor along with the solenoid to restore proper functionality. The system functioned as intended after the field service engineer repaired the device.